Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: the reload was placed around the lung. The reload closed around the tissue and the green button was pressed on the handle but the device would not fire. The device locked around the tissue and the surgeon could not open the jaws. Another stapler was opened and fired to the lateral side of the defective reload. Unanticipated tissue loss occurred with the defective reload. The second reload worked correctly with a new handle. No significant bleeding was reported. A delay in operative time was not reported.